Event description:
Info received indicates the brake casters at the foot end of the stretcher are rolling when in brake.

Manufacturer narrative:
The tech found the foot end brake linkage was broken. The tech used a brake/steer upgrade to repair the stretcher.